Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that they were implanted on (B)(6) 2009 and they cannot get the programmer to sync with the device. The patient noted they have changed the batteries with brand new ones several times. The patient stated the programmer is not syncing or finding the device. The patient called on (B)(6) and reported poor communication with and without the antenna. The patient stated they are wondering if the implanted neurostimulator (ins) battery is depleted. The patient noted they have an appointment on (B)(6) with their healthcare professional (hcp). The patient also reported having spinal fusion surgery, which was not related to the device or therapy. The patient is implanted for urinary dysfunction/sacral nerve stim.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.